Event description:
It was reported by repair work order that the calf assembly did not lock into place due to damaged snap ring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.